Event description:
The recipient was reportedly a poor performer, who had not used the device in almost 3 years due to post implant dizziness. The recipient reportedly experienced severe imbalance requiring vestibular rehabilitation. The recipient is currently using a wheelchair. The recipient was reportedly programmed after 6 months vestibular rehabilitation.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.